Event description:
It was reported that pericardial effusion and pleural effusion were observed weeks after ICD implant surgery. Pleural effusion was treated with thoracentesis, while no further intervention was needed to treat the pericardial effusion. The lead remains implanted. Patient is well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.